Event description:
The pump was filled to deliver 4cc/hr for 44 hours (176 fill volume). The pump emptied within 24 hours. No adverse event reported.

Manufacturer narrative:
I-flow received one empty, used pump for evaluation and investigation. The device was received with the select-a-flow (saf) set at 4 ml/hour. The pump was refilled with normal saline solution to the nominal fill volume of 400ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and pump infused within specification. The reported fill volume for this pump was 176ml. The directions for use (dfu) (1305120, rev. B) contains a caution for under filling the pump: "cautions: do not under fill pump. Under filing the pump may significantly increase the flow rate." A review of the lot history found no other complaints for the reported lot.